Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b1, b4, b5, b7, g3, g6, h2, h6: health effect - clinical code and device code(s) have been updated. Addition to section b5. Corrections to sections b7, h6: health effect - clinical code and device code(s). The investigation is ongoing.

Event description:
According to the provided medical records, the patient had an elevated aortic valve mean gradient (avmg) of 25mmhg with trace-to-mild aortic insufficiency (ai) per transthoracic echocardiogram (tte) performed at approximately 5 months post tavr. The patient was diagnosed with prosthetic valve endocarditis from streptococcus midis, streptococcus oralis bacteremia and sepsis. Another 7 months later, tte revealed an aortic valve area of 0.69cm^2, an avmg of 50mmhg and a doppler velocity index of 0.25, concerning for severe prosthetic valve stenosis versus high output state and mild ai. A CT performed 1 month later revealed hyperattenuated leaflet thickening (halt) of the prosthetic valve leaflets. Prior to explant of the bioprosthetic valve, the cardiology office record noted the patient complained of dyspnea and fatigue and had an avmg of 50mmhg. Per the explant operative diagnosis, there was no mention of the endocarditis.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 1 year and 4 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the valve was explanted due to an unknown cause. A 21mm surgical valve was implanted in the aortic position.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of stenosis, central regurgitation and hypoattenuated leaflet thickening (halt) were confirmed based on the provided medical records. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Lastly, halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient was diagnosed with prosthetic valve endocarditis at the 5 months. Endocarditis can lead to significant damage to bioprosthetic heart valves over the time. The infection causes inflammation and the formation of vegetations (masses of bacteria, platelets, and fibrin) on the valve. These vegetations can erode or perforate the valve leaflets or thickened leaflet, leading to regurgitation and stenosis, as reported. As such, available information suggests that patient factors (endocarditis) may have contributed to the complaint event; however, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.